Event description:
During laparoscopic roux-en-y gastric bypass, the harmonic would turn off and then need to be reset. While trying to dissect the gastric arteries by the spleen, the device just stopped working. We opened a new card and new handpiece. The products were sent to purchasing.